Manufacturer narrative:
The service inspection confirmed the customer¿s reported problem, the light guide tube is leaking a review of the repair history confirms the scope was last service via repair in (B)(6) 2021 for a leaking light guide tube. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the clogged air/water nozzle with foreign material cannot be conclusively determined, however, the likely cause can be attributed to water tight packaging, silicone adhesive, silicone parts of a peripheral device potentially became broken and the broken piece entered the channel and caught in the nozzle. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: inspect the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspect the air-feeding functionality and objective lens cleaning function. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) was informed that the customer evis lucera elite gastrointestinal videoscope was returned to the olympus repair center for a reported ¿air/water problem¿ which was found during reprocessing. Upon inspecting and testing, the air/water nozzle at the distal end was found clogged with a foreign black rubber material. This report is being submitted to capture the clogged nozzle/insufficient reprocessing. No death, injury or harm was reported.